Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall v40 - recall - 2249697-08/29/2016-007r was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that patient's right hip was revised due to instability. Intra-operatively, black tissue was noted in the patient with a surgeon report of corrosion. A restoration modular proximal body and lfit head were revised (distal stem was well-fixed and not revised, shell and liner were competitor devices).